Event description:
It was reported to philips that the system failed unexpectedly during the power outage, which could indicate an issue with booting. The user had to manually power on the system in the control cabinet to resolve the issue. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.